Manufacturer narrative:
The complaint was confirmed by the svc repair tech. The power supply was replaced. The unit was tested to MFR's specifications and returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair tech reported that during safety testing of the device at the svc center, the unit failed the high potential test on both arterial and venous blood parameter monitors. There was no pt involvement.